Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: patient date of birth was not available for reporting. This report is for unknown ¿ kirschner wire. Part and lot numbers are unknown. Without the specific part and lot number; the UDI number is not available. Device is an instrument and is not implanted / explanted. Reporter phone number and email were not provided for reporting. (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: (B)(6) reported that a patient underwent a tibial plate osteosynthesis surgery on (B)(6) 2018. During the procedure, a 3.5 medial tibia plate was required. The plate was positioned and temporarily fixed with a 2.0 pin. Immediately after the osteosynthesis was completed and the plate and screws were placed the doctor tried to remove the 2.0 pin and it broke leaving an approximate 20-millimeter portion of the device in the patient. Reportedly the surgeon decided to leave the pin in the patient as it was not intra-articular and is not compromising any important structure. Concomitant devices reported: 3.5 medial tibia plate (part # unknown, lot # unknown, quantity 1), screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown kirschner wire. (B)(4).